Event description:
Patient presented to the physician with an infection at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or the next day and removed the entire inspire system.